Event description:
It was previously reported under manufacturing report number 9616099-2005-01486 that this was one of two devices (second device reported under mfg number 9616099-2005-01477) associated with restenosis. However, additional information was received that this device was not implicated in the restenosis event. Therefore, there is no compliant against this product. No additional information is available nor will further reports be forthcoming regarding this event.